Event description:
A customer reported that a patient presented with descemet wrinkles with no edema post laser assisted capsulotomy cataract surgery. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. Based on quality assurance (qa) assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).